Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented in clinic t-wave oversensing was observed on the right atrial lead leading to inappropriate auto mode switching following biventricular pacing. Programming changes were made. Patient is stable.